Event description:
The customer called for assistance with programming a replacement insulin pump. The customer also stated that he was hospitalized with a high blood glucose reading of 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.